Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a crack was found in the balloon inflation lumen of a palmaz blue on aviator plus 5x15/142 peripheral stent system. The crack prevented filling of the balloon to release the stent. The device was used in a treatment of renal artery stenosis. There was no reported patient injury. The damage was not noted prior to inserting into the patient (during prep) or after insertion into the vessel. There was no device or package damaged prior to use. The device was stored and prepped according to the IFU. The sds was prepped according to IFU guidelines. There was no difficulty noted during prep, and no unusual force was used at any time during the procedure. The case was completed by changing to a new stent with the same catalog. The crack was found in the luer hub of the device. The target lesion vessel diameter was 4.5mm, with renal artery opening stenosis. The lesion was not calcified, and there was no vessel tortuosity. The percentage of stenosis was about 75%. No difficulty was encountered while advancing or tracking the sds towards the lesion, and the catheter was never in an acute bend. The balloon catheter was removed easily. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a crack was found in the balloon inflation lumen of a palmaz blue on aviator plus 5x15/142 peripheral stent system. The crack prevented the filling of the balloon to release the stent. The device was used in the treatment of renal artery stenosis. There was no reported patient injury. The damage was not noted prior to inserting into the patient (during prep) or after inserting into the vessel. There was no device or package damaged prior to use. The device was stored and prepped according to the IFU. The sds was prepped according to IFU guidelines. There was no difficulty noted during prep, and no unusual force was used at any time during the procedure. The case was completed by changing to a new stent with the same catalog. The crack was found in the luer hub of the device. The target lesion vessel diameter was 4.5mm, with renal artery opening stenosis. The lesion was not calcified, and there was no vessel tortuosity. The percentage of stenosis was about 75%. No difficulty was encountered while advancing or tracking the sds towards the lesion, and the catheter was never in an acute bend. The balloon catheter was removed easily. The device was returned for analysis. A non-sterile ¿blue/aviator plus 5x15/142p pkg¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for evaluation. A thorough inspection focused on the luer hub, which was observed to be splintered. The stent was not mounted on the device and was not returned for analysis. The balloon was received deflated. No other notable details were observed. The luer hub was inspected using a vision system, confirming the splintered condition. The splintered area on the hub showed evidence of fatigue striations. These striations are commonly associated with damage caused by material tensile overload. Therefore, it is assumed that the hub material was subjected to a tensile force that exceeded its yield strength, leading to the splintering. A ¿luer hub cracked¿ condition was not observed on the luer hub during analysis of the returned device; however, a splintered condition was observed. The exact cause of the reported event cannot be determined. Vision system analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Twisting, or excessive force can cause the hub to crack or splinter, particularly if the connection is not properly aligned. Overtightening is often the likely culprit and has also been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.